Event description:
It was reported the scs implant procedure, the physician aborted the procedure due to a wet tap. The lead kit was opened but not implanted. It was reported the patient did not experience any adverse symptoms post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.